Manufacturer narrative:
The service rep replaced the monitor.

Event description:
It was reported that the 9800 system stopped in the middle of the case and will not reboot. There was also no image on the left monitor. The pt was not injured.